Event description:
Related manufacturer reference number:2017865-2023-51285. Related manufacturer reference number:2017865-2023-51288. It was reported that the right atrial lead and the right ventricular lead failed to capture. It was noted that both leads dislodged due to twiddlers syndrome. During the procedure, the physician attempted to extend the helix, however, was not successful. The lead was removed and replaced. There were no patient consequences.